Event description:
It was reported that during a coronary artery drug eluting stenting treatment procedure, stent damage occurred. The lesion was located in the right coronary artery (rca). While attempting to implant a taxus express2 2.75x16.0mm drug eluting stent, the physician lifted out the stent and noticed a strut was lifted on the distal portion of the stent. The physician completed the procedure with another of the same device. There were no patient complications.

Manufacturer narrative:
Device has not been received for analysis as of the date of this report.